Event description:
It was reported that this right ventricular (rv) lead was surgically revised two times due to lead dislodgement. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.